Manufacturer narrative:
Visual and functional inspections were performed on the returned device and the reported balloon leak/rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported/noted leak/balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep, an 8x40mm armada 35 percutaneous transluminal angioplasty (pta) balloon was noted to be leaking from the balloon. The device was not used and there was no patient involvement. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.